Event description:
Physio-control evaluated the device and found all three (attention, charge pak and wrench) icons illuminated. The reported issue could be an indicative of the device failure to power on due to depleted internal battery. The device internal battery charger (charge pak) was replaced but thereafter the device was illuminating the wrench icon intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Further analysis of the device determined the most likely cause for the failure to be excessive current leakage from the analog pcb assembly due to process residue on the fl10 filter. The electrical leakage would deplete the internal hlc batteries at a rapid rate. A replacement device was provided to the customer. The follow-up medwatch should indicate: further analysis of the device determined the most likely cause for the failure to be excessive current leakage from the analog pcb assembly due to process residue on the fl10 filter. The electrical leakage would deplete the internal hlc batteries at a slow rate. A replacement device was provided to the customer.

Manufacturer narrative:
Further analysis of the device determined the most likely cause for the failure to be excessive current leakage from the analog pcb assembly due to process residue on the fl10 filter. The electrical leakage would deplete the internal hlc batteries at a rapid rate.a replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.